Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a blood glucose of 410 mg/dl and lower abdominal, kidney, and back pain. She was treated with intravenous fluids. The customer also reported that she received a no delivery alarm in the process of filling the tubing. Her blood glucose was 206 mg/dl. Troubleshooting was performed. Insulin did exit the tubing and the insulin pump alarmed no delivery. In the alarm history, it was found that the insulin pump gave a threshold suspend notification at 12:51am. No further anomalies were found during troubleshooting and the customer was advised to change the entire set, reservoir and insulin. Nothing further was reported.